Event description:
It was reported the patient is observing "ipg battery low". An sjm representative met with the patient and reprogrammed him to reduce the power consumption to lengthen the ipg battery life. The patient will continue to use the scs system until eol.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.